Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited undersensing and post sensed t-wave over-sensing (pstwos). No intervention was performed. There are no patient consequences.